Event description:
It was reported that there was a carealert due to a sudden rise in svc (superior vena cava) defibrillation coil impedance to high levels. The rv (right ventricular) defibrillation coil impedance also increased. The pocket was reopened for further investigation. The physician pulled on the svc pin connection, and found the svc pin not screwed into the header. The svc coil was tested via the analyzer and found to have high impedance. Visible damage and twisting to the lead were noted just outside the header pin. The physician believed that this fracture was caused secondary to the setscrew for the svc coil not being tight. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo, and the outer insulation of the lead developed a breach due to a depression while in vivo; full lead in segments returned and analyzed.